Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 60000459 and no internal action related to the complaint was found during the review. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a vizigo and the hemostatic valve broke. After inserting the varipulse catheter into the vizigo sheath, the valve broke and blood started to flow out of the valve even though the varipulse was still inserted. The procedure was continued as it was and completed. There was no patient consequence reported. Additional information was received on 22-jan-2025. No adverse effects on the patient or additional medical treatment. No extended hospitalization. Additional information was received on 24-jan-2025. The section that the issue was observed was the hemostatic valve. The sheath was being used on the patient. No air entered the patient¿s body. A few drops of blood return was observed, but the exact amount was unknown. Additional information was received on 05-feb-2025. This part had a leakage issue. Provided rf needle, ref:nrg-e-hf-71-c0-j.